Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of some odd voltage levels and a brief power elevation captured in the log file can be confirmed. The data log file was successfully retrieved from the returned system controller serial number: (B)(6) and contained events recorded from the time stamp of day 1447, 7 hours and 24 minutes to day 1461, 23 hours and 10 minutes. The recorded information revealed that the system maintained the desired set speed with no interruptions, the recorded power ranged between 4.5-6.9 w, the flow was recorded between 3.3-7.4 lpm, and the average pi was 4.3-7.3. There was a single power elevation of 9.4 w accompanied by a flow of 8.9 lpm recorded on day 1451, 5 hours. The log file contained multiple power cable disconnect alarms associated with power exchanges. There were some lower voltage levels captured during the power exchanges; however, these levels did not result in any low voltage alarms and appeared associated with the transition between the different power sources. The returned controller was functionally tested using the laboratory equipment and was found to function as intended. A full functional test was performed and the controller passed all steps. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. In conclusion, a specific root cause for the brief power elevation captured in the log file was not able to be determined and the slightly lower than expected voltage levels appeared to be recorded in the log file only during the transition between different power sources without resulting in low voltage alarms. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing or qa specifications. Patient handbook covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. Periodically inspecting the equipment for damage is covered in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump noises in (B)(6) 2019 were reported under MFR # 2916596-2019-05693. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient complained of strange noises coming from the pump since (B)(6) 2019. The patient complained that he could hear the noise again on his heartmate ii. This patient intentionally recorded a "power cable disconnected" to mark the time when he heard the noise. The noise was heard on the following dates: (B)(6) 2020. Technical services reviewed the log file that captured some odd voltages while on battery power and power module. There were a few unsustained power/flow elevations. A controller exchange was recommended. Manufacturer report number of controller: 2916596-2020-05146.